Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m experienced leakage. The following information was provided by the initial reporter: this is chemo from today¿s leak on patient¿s pillow. Fluid (chemo) is leaking from vent-hole.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
B5: describe event: it was reported that two bd alaris¿ lvp 20d low sorb ss 0.2m experienced leakage. H.6 investigation summary: photos as sample were provided by the customer verifying the customer's complaint of filter leak. The root cause of this failure remains unknown without a physical sample but the manufacturers of both the infusion set and the filter are working diligently to eliminate further occurrence of this issue. If this failure persists, please retain the sample and send it to bd for investigation. A device history record review for model 10010454 lot number 22015544 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jan2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A device history record review for model 10010454 lot number 22015863 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jan2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h.10.

Event description:
It was reported that two bd alaris¿ lvp 20d low sorb ss 0.2m experienced leakage. The following information was provided by the initial reporter: this is chemo from today¿s leak on patient¿s pillow. Fluid (chemo) is leaking from vent-hole.